Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. In october 2005, measured battery data was 2.69 v, 28 ua, 3 kohms with an estimated remaining longevity of 17 months. The device could not be interrogated at a subsequent visit with a different programmer.